Manufacturer narrative:
Product event summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device, right atrial (ra) lead, and right ventricular (rv) lead were explanted due to infection. The system was subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086 MRI implantable pacing lead: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.